Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was 535 mg/dl. A correction bolus was delivered to address bg. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.